Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 115 mg/dl. Customer has treated with manual injections. The blood glucose reading at the time of the event was 1200 mg/dl. Customer experienced nausea, vomiting and irritability. Customer treated with IV drips of insulin and fluids. Customer requested a replacement insulin pump. Advised that the insulin will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.